Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the received nail holding screw shows flattened up threads at the crest section, and it is due to some external forces applied during use. Significant fretting marks running over the whole circumference were visible on the outer surface of the shaft of the nail holding screw close to the beginning of the thread. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Instruction for use states that ¿do not hit instruments unless they are specifically intended for impaction. Never hit targeting devices or elastosil handles other than those with an integrated strike plate! Always treat the instrument carefully to avoid surface damage or alterations to the geometry.¿. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by handling failure during disassembling which led to damage of nail holding screws. If any further information is provided, the complaint report will be updated.

Event description:
It was reported the nail was attached to the handle backwards and would not come off. Additional information: the procedure could be completed successfully using freehand technique.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported the nail was attached to the handle backwards and would not come off.